Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm and pump error. The customer had high blood glucose of 363 mg/dl and treated it with bolus. The customer also had low blood glucose of 61 mg/dl and treated it with coke. The customer declined troubleshooting for both high and low blood glucose. The insulin pump will not be returned for analysis.